Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the down arrow keypad button is sticking and hard to press. She noted that the button does not click and spring back when pressed. The family member stated that the keypad is worn, but the rubber is intact. She denied exposing the pump to water, and stated that the pt wears the pump in his pocket.